Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinicians there are frequent patient side occlusion alarms when running pitocin. Teaching provided regarding the proper way to make a leur lock connection and how to adjust occlusion alarms on the pump module. There was patient involvement but no harm.